Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿ pen needle there was an issue with sterile breach. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd micro-fine¿ pen needle there was an issue with sterile breach. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: one photo of a 30g x 8mm pen needle sample was returned from lot. No. 7038844, cat. No. 320190. Visual examination was carried out on the returned photo and cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA (B)(4) was opened to address this issue.